Event description:
A customer reported that a catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site following a procedure. The surgeon (customer) reported that a piece of catheter remaining in the surgical site will not be removed.